Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system since 2010. The patient is uncertain of the battery capacity at the time she discontinued use. It was further noted the patient no longer has the patient programmer of charging system. The sjm representative has scheduled to meet with the patient to interrogate the system at a future date.